Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the procedure, the corneal flap was created in the left eye, and as the vacuum was about to be released, the flap was cut with the peripheral area at the end and just before the vacuum released, the flap lifted from below and the tissue at the incision, where the laser had previously prepared got detached. The surgeon also mentioned that there was no longer any resistance at that spot, as if everything had really separated already. There were patient contact and no patient harm. Symptoms were resolved. There are multiple related reports for this event. This report addresses the patient initial's (B)(6), in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in b.5., h.11. New information was received indicating that, upon review of the system log files for the reported event, it was confirmed that the peripheral area lifted, causing tissue at the incision where the laser had prepared to detach. However, there was no incomplete flap in the left eye, and no issues or harm occurred during the actual procedure. Based on the aforementioned details, the reported event does not meet the criteria for serious incident reporting as per applicable regulations. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received indicating that, upon review of the system's logfiles for the reported event, it was confirmed that the peripheral area lifted, causing tissue at the incision where the laser had prepared to detach. However, there was no incomplete flap in the left eye and no issues or harm occurred during the actual procedure. Therefore, this information does not represent a reportable event. Based on the aforementioned details, the reported event does not meet the criteria for serious incident reporting as per applicable regulations.